Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, insulin pump received stuck in the motor error loop during bolus and basal delivery. Unable to confirmed error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No prime alarm noted. Insulin pump had a bleeding lcd display, minor scratches on lcd window, cracked case near lcd window corner, cracked reservoir tube window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and stained endcap sticker.

Event description:
Customer reported the insulin pump alarmed motor error during prime. Customer¿s blood glucose level was 286 mg/dl. Customer advised to disconnect from the device. Insulin is squirting out during prime. Customer did not drop or bump the device prior to the alarm. Customer stated the drive support cap is protruded and she did not press it. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.